Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had been off of insulin pump therapy due to being in the hospital for non-diabetes related issue. Caller requested assistance on usage of insulin pump. Caller received assistance with insulin pump. Customer's blood glucose was 408 mg/dl due to not bolusing after meal. Caller received assistance with bolus wizard programming. Call was disconnected. Caller called back and was educated on the difference between basal and bolus.